Event description:
Brief description of event: the written directive prescribed 36.76 mci of therasphere y-90 microspheres to be administered for a radiation dose of 390 gy to segment 3 (segmentectomy) of the liver. Dr. (B)(6) (authorized user ¿ radiation oncology) signed the written directive on (B)(6) 2026. Dr. (B)(6) (authorized user ¿ interventional radiology) ensured all procedures were followed while preparing for the administration, which included following the steps on the y-90 checklist, without deviation. There were no visual indications the administration set or the microcatheter used were defective during set up. The administration set was primed and clicked into place. Dr. (B)(6) verified all connections were tight. The catheter position was confirmed with angiography and fluoroscopy immediately prior to administration. Dr. (B)(6) proceeded with the administration as planned. The microcatheter was flushed with approximately 80 ml of saline. The electronic dosimeter reading dropped to 0.0 mr/hr as expected. Dr. (B)(6) removed the catheter and placed it in the nalgene container, along with the tubing, towels, dose vial, etc. Radiation safety used a gm survey meter to survey the room, equipment and all staff for contamination. No contamination was noted. However, when radiation safety surveyed the nalgene waste container with the ion chamber, the reading was higher than expected at 0.8 mr/hr. Nuclear medicine imaged the patient and noted activity was present at the treatment site. Images of the nalgene waste container were obtained and activity was present in the microcatheter. The final calculations completed by authorized medical physicists determined 60% of the activity in the dose vial was administered; 22.3 mci was delivered to the treatment site for a total dose of 305 gy to perfused tissue and 574 gy to the perfused tumor. Both dr (B)(6) and dr (B)(6) that the therapeutic intent of the treatment was accomplished. Why the incident occurred: it is believed the event occurred due to a defective microcatheter. All policies and procedures were followed before, during, and after the administration. The effect, if any, on the patient involved in medical event: due to this being a segmentectomy, both dr. (B)(6) and dr. (B)(6) have determined the dose delivered as an effective therapeutic dose. No further treatments to this lesion are planned, and no harm has occurred to the patient. Actions, if any, that have been taken, or are planned, to prevent recurrence: all policies and procedures were followed prior, during, and after the administration. We do not anticipate a reoccurrence; all microcatheters within the same lot number were removed from stock. The defective microcatheter used for this administration will be sent to the manufacturer for inspection and investigation after decay. Diagnosis for use: hepatocellular carcinoma.